Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The round tip scissors instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding cable issues was confirmed by failure analysis.

Event description:
It was reported that prior to starting a procedure the round tip scissors instrument had broken cables. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and confirmed that the issue was noticed during inspection, prior to the case, and there was no report of fragments falling from the device while used within a patient so there was no fragment from the broken cables that fell inside a patient.